Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that 'everything was working as usual until this last bolus. It was supposed to be ready to go, but I could not get it to connect to the pump.' The patient stated that they called their pain management physician, and they said there was nothing they could do and called medtronic. The patient confirmed that the communicator had not been wet before, but mentioned the handset had fallen out of their hands, but not to the floor. The agent assisted the patient in resetting the communicator, restarting the handset and communicator, and closing out of all running applications. It was noted that resetting bluetooth and location did not resolve, but after turning off handset sound and wifi, the patient was able to successfully connect to their pump for a bolus. The patient stated they may have messed with the handset and touched something they should not have. Troubleshooting resolved the reported issue. It was reported that multiple times throughout call, it was taking 'much longer than usual¿ and stated their equipment has 'always' sat at 91% 'for a while' prior to progressing. The agent did not inquire further to focus on the reason for calling and ensure pa tient was able to bolus. Additional information from a healthcare provider stated that the patient has not visited in 2025 regarding their personal therapy manager (ptm) issue. The software version was unknown, logs were unavailable. No additional information was provided.